Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling cartridges on multiple, intermittent occasions. Cartridge was ultimately filled successfully and loaded onto the pump. Customer's blood glucose level was 100mg/dl.